Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and three months following the implant of this transcatheter bioprosthetic valve, the valve failed and was explanted. Per medical staff, the valve appeared to have significant stenosis at time of explant. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside a heart valve return kit fully submerged in cloudy 0.2% glutaraldehyde solution. All three leaflets were tan and stiff. All leaflets showed nodular calcification on both the inflow and outflow surfaces, predominantly on the inflow. From the inflow, there was extensive calcification at the base of leaflet 1 (l1), extending towards the central region and free margins; leaflet degeneration (small hole) was found in the central region as well as at the free margin. From the inflow, there was extensive calcification at the base of leaflet 2 (l2), extending towards both inferior coaptive areas and free margin; multi focal leaflet degeneration found in the central region. From the inflow, there was extensive calcification at the base of leaflet 3 (l3), extending towards the central region, both inferior coaptive areas and the free margin; a large leaflet tear along the margin of attachment was found, approaching the inferior coaptive area between l3 and l1. The manufacturing sutures along the margin of attachment were found to be intact. Tissue degeneration was observed in all three leaflets, which appeared to be associated with visible calcification. The inferior coaptive areas in all three commissures showed extensive nodular calcification. The commissure pads were intact. All leaflets were in a partially closed position with gaps between the free margins. Leaflets were moderately non-pliable due to visible calcification. Minimal pannus growth was found on the outflow surface of all leaflets. Remnants of glistening pannus partially lined the inflow crown. Radiographic imaging showed evidence of calcification in all three leaflets with no evidence of a frame fracture. Updated: d9, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.